Event description:
During surgery, the dr stepped on the foot control without the hose attached and an oil mist escaped into the atmosphere. The wound site was irrigated and surgery continued. There was no pt intervention. On follow up, it was learned that the pt had gone home on a normal schedule and there were no further complications.